Event description:
It was reported that the dual chamber implantable pulse generator (ipg) reached the elective replacement indicator in "just under [five] years." The device was explanted and replaced with a new device. It was also reported that the right ventricular (rv) lead had high thresholds, oversensing, an impedance in the "lower [two-hundreds]," and was reprogrammed to unipolar. After the ipg was changed-out the rv lead was reprogrammed to bipolar and remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the dual chamber implantable pulse generator (ipg) reached the elevtive replacement indicator in "just under [five] years." The device was explanted and replaced with a new device. It was also reported that the right ventricular (rv) lead had high thresholds, oversensing, an impedance in the"lower [two-hundreds]," and was reprogrammed to unipolar. After the ipg was changed-out the rv lead was reprogrammed to bipolar and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.